Event description:
It was reported that during a da vinci si total benign hysterectomy procedure a large suturecut needle driver instrument had a broken cable. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. No broken cables were found. The scissors didn't fully close due to blade damage. As a result, the blades did not cut through their entire length and a cut test failed. Both blades had indentations between the midpoint and tip that created a negative cut. Cuts on the cut test were not clean all the way and got snagged. Failure analysis concluded the blade damage was likely due to mishandling / misuse. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the tube damage may be due to mishandling / misuse. There were also indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations and scratches may be due to mishandling / misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.